Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump exhibited no disposable alarm mid infusion. It was reported the settings were not available. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump exhibited no disposable alarm mid infusion. It was reported the settings were not available. No adverse patient effects were reported. No additional information is available.